Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of failing the gravimetric flow rate accuracy test, which was not reproduced. The pump was found to underinfuse from 2.904% to 6.625%. Per the baxter device vigilance assessment document, an underinfusion of under 10% does not pose a reportable risk to a patient. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient as the underinfusion was less than 10% and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11119 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric flow rate accuracy test during preventative maintenance testing. It was also reported there was no patient involvement.